Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked from the female luer. The reporter stated that the tubing was "cracking at the base of the hub of the female luer." It is unknown whether there was patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.